Event description:
New information received notes that fluoroscopy was used and fracture not confirmed under imaging.

Event description:
It was reported that a patient presented with high pacing impedance on the right atrial lead, which the physician alleged to be due to a lead fracture. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.